Manufacturer narrative:
This report is submitted on 2 october 2020.

Event description:
Per the clinic, the patient was experiencing poor retention at implant site and subsequently underwent skin flap revision surgery on (B)(6) 2020. The implanted device remains.